Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the ventilator is getting switched off automatically. The fse clarified that the device will not switch on. The customer reported there was patient involvement and no patient harm.